Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump logs had also indicated a motor stall recovery had occurred on (B)(6) 2019 at 7:46 am. The pump was returned to the manufacturer for analysis. As per the logs provided, the pump administered morphine with concentration 25.0 mg/ml at a dose rate of 11.977 mg/day as of (B)(6) 2019. Refer also to MFR report # 3004209178-2019-23000 for a subsequent event regarding wrong drug concentration having been programmed.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the patient reported feeling sick off and on for a couple of months. Pump logs indicate that multiple motor stalls had occurred. The logs indicated a motor stall occurred (B)(6) 2019 at 3:16am and a recovery at 3:27am, motor stall occurred at 3:39am and a recovery at 3:44am, motor stall at 4:06am and a recovery at 4:37am, motor stall at 6:55am and recovery at 7:00am, motor stall (B)(6) 2019 at 10:02 am and recovery at 10:51am, motor stall on (B)(6) 2019 at 5:31pm and recovery 5:40pm, motor stall (B)(6) 2019 at 2:43pm and recovery at 2:53pm, motor stall (B)(6) 2019 at 3:39pm and recovery at 3:44pm, motor stall (B)(6) 2019 at 8:56pm and recovery at 9:05pm, motor stall at 11:59pm and recovery at (B)(6) 2019 at 12:04am and motor stall at 12:56pm and a recovery at 1:03pm. The environmental, external or patient factors that may have led or contributed to the issue was the patient had traveled out of the country to europe at the end of september. The patient reported that she went through the main security checkpoint and was to pulled off to the side where the wand was used. She went through the circular point where you raise your arms up and the machine goes around you. No troubleshooting was done. The logs were read, and the pump was replaced. The issue was resolved, and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 25 mg/ml morphine (unknown) at 12+ mg/day. The reason for use was non-malignant pain. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. Pump status and/or event log report motor stall occurred and was active, there were multiple motor stalls and recoveries. The issue occurred on (B)(6) 2019. Electromagnetic interference (emi) considerations were reviewed, and it was confirmed there are no emi/magnetic sources present. The caller denies emi or magnetic interaction. Motor stall considerations were reviewed, including to consider programming minimum rate, and to cover the patient with non-pump medication. If the pump was explanted/replaced, then return to the manufacturer was recommended. At the time of the call, the pump was not in a stalled state so the hcp is going to monitor the pump. There were no symptoms reported. There were no further complications reported/anticipated.